Event description:
It was reported that the patient's altrua 60 pacemaker (model and serial number unknown) was in safety mode. It was urgently replaced in (B)(6) 2021. The replacement procedure occurred without the assistance of a manufacturer representative; therefore, additional information and the location of the device are not known. No additional adverse patient effects were reported.